Manufacturer narrative:
A service technician inspected the device at the user facility and no device deficiencies were observed. Device was operating within specifications.

Event description:
It was reported that after treatment for a dermatological condition on both legs, the patient experienced unexpected erythema with blistering on the left leg. Healthcare professional reported that the patient is healing well. User facility protocol to treat erythema is to apply a thin layer of hyton with aquaphor twice daily, in addition to decreasing the dose by 100-200 mj/cm2 and not treating effected areas until fully healed. Healthcare professional stated that patient has a history of erythema after treatment. The dose delivered to the left leg at time of event was 850 mj/cm2. The dose delivered to the left leg at the previous treatment was 850 mj/cm2. Reportedly, the patient had not applied any topicals or photosensitizing agents prior to treatment. No additional patient or event information is available.